Event description:
It was reported that "when surgeon was final tightening the 8.5 x 70 biased angel screw the head splayed, this event was noted by the blocker, was removed and the screw was removed and replaced with a standard 10.5 x 70 pa xia 3 screw."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.